Manufacturer narrative:
Additional evaluation results: failure to follow instructions - (negative prep not performed prior to use). Patient condition affected effectiveness of device - (lesion morphology - 100% stenosis, acute total occlusion). Deformation problem (balloon). Evaluation conclusions: failure to follow instructions (negative prep not performed). Device failure/lack of effectiveness related to patient condition (lesion morphology - 100% stenosis, acute total occlusion). (B)(4).

Event description:
Additional information: negative prep was not performed on the device prior to use. Evaluation summary: the device was returned with the stent not present on the balloon. The device failed negative prep. There was a radial tear with diagonal scratching on the outside balloon fold distal to the proximal marker. There was also a slight longitudinal scratch leading up to the damage site. The balloon failed to maintain pressure when inflated. Sem analysis was carried out on the balloon leak which confirmed the tear and the scratching leading to the damage. Ref MFR # 9612164-2015-00084. It has been confirmed that this event previously reported involved the same device.

Event description:
A resolute integrity drug-eluting stent was being used to the treat the rca. The lesion was 100% stenosed and an acute total occlusion. The device was inspected prior to use with no issues noted. The balloon was inflated gradually to the 9atms. The gauge did not stay at 9atms and device was removed. On removal a pin size hole was noted on the balloon. A nc balloon was then used to fully expand the under deployed stent. There was no patient injury reported.

Manufacturer narrative:
Evaluation, results: (root cause of the event could not be determined), inherent risk of procedure (balloon rupture), no results available since no evaluation performed (device or procedural images not provided for review), none; evaluation, conclusions: known inherent risk of procedure (balloon rupture), unable to confirm complaint (device or procedural images not provided for review), unknown (root cause could not be determined). (B)(4).